Event description:
Additional information received indicates the clinic plans to continue monitoring the patient with no plans for further testing or intervention. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed possible root causes and recommended further monitoring. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the competitor right ventricular (rv) lead was explanted due to the previously reported high out-of-range pace impedance measurements. During the revision procedure, the lead-to-device connection was checked and found to be secure. No abnormal lead changes were noted when the lead was visualized via fluoroscopic imaging. The lead was tested with a pacing system analyzer (psa) and the psa measured high out-of-range pace impedance measurements. The device remains in service. No additional adverse patient effects were reported.